Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the gas delivery engine (gde) in order to resolve the reported issue. After completing the repair, the device was tested and it was returned to the customer meeting manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, it its reading fraction of inspired oxygen (fio2) low when it is set to 60% fio2 with lower tidal volumes. It is currently unknown if there was patient involvement associated with this event.